Event description:
It was reported that during implant attempt, the helix would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the guide tooth was damaged and the lead appeared to have been damaged at implant. Analyst visual comment: lead was returned and has been stretched, causing the inner insulation tubing to buckle which prevents the helix from functioning properly.